Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace a defective temperature sensor. Replaced temperature sensor and tested the system. The system was found to be working as intended and placed back into service.

Event description:
It was reported that during a case, the 9600emi system disabled x-ray and a "hot housing" error message was displayed. There was no report of patient injury.